Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a multiple altitude alarms occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that a cartridge change error occurred during the load sequence. Reportedly, the customer performed a cartridge change resolving the issue and the customer continued to use the pump for insulin therapy. Customer's blood glucose was 260 mg/dl.